Event description:
The recipient reportedly underwent bilateral revision surgery, despite device testing within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis revealed some damage on an electrode within the contact pad. The device passed the mechanical test performed. The reported complaint of impedance issues could not be verified during this analysis. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.